Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
It was reported, one screw could not be locked in the proximal screw hole of the elbow plate. The doctor judged that there was no problem even if the screw was not fixed there, and the procedure was terminated.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
It was reported, one screw could not be locked in the proximal screw hole of the elbow plate. The doctor judged that there was no problem even if the screw was not fixed there, and the procedure was terminated.